Event description:
It was observed during the device inspection that the video system center exhibited "error code - bad socket" due to an internally damaged video connector unit. This issue resulted in no image from the endoeye flex deflectable videoscope and triggered a b30 scope communication error code. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was reproduced. The probable cause was most likely attributed to internal damage to the video connector socket. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.